Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had moisture damage found on keypad traces. No moisture damage found under lcd screen, electronic assembly or motor. No blank display noted. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported by the customer that the insulin pump was exposed to moisture and fluid was trapped behind the lcd display. Customer stated that she had been at marching band practice and the device had been exposed to perspiration. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 299 mg/dl at time of reporting. Nothing further reported.